Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels over the past few years of 200-300 (mg/dl) with trace ketones. The customer stated the cause of the elevated bg levels was stress levels and insulin sensitivity. Customer stated their bg issues were not related to the pump. Manual injections were delivered to address bg levels. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.